Event description:
It was reported that the coil would not detach, and then the physician noticed the aneurysm ruptured. It was also reported that the coil did not perforate the aneurysm.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.